Event description:
Model 4478- while on transport and while getting ready to intubate patient, oxygen saturation probe went flatline and stopped reading. After intubating patient and getting settled, replaced oxygen saturation probe with a new one and started working again. Model 2320- pulse oximeter low noise cabled sensor (lncs) found to have exposed wires. Model 2320- bedside registered nurse (rn) discovered oxygen saturation probe was frayed with exposed wires on infant¿s skin. No harm to patient. Model 4013- pulse oximeter flatlined on monitor. Noticed on central monitor but did not alarm. Went into room and baby was resting comfortably. Saturation monitor was still on foot and properly positioned.